Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color when the guide wire ring is in place. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician was certified in its use. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer (csi) was used. Angiography confirmed the suitability of the femoral artery and the insertion angle of 30¿45 degrees; the vessel diameter was verified to be =5 mm. No calcium or plaque was observed at the puncture site, and there was no vessel tortuosity. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. During retraction, the physician¿s thumb was placed on the plug deployment button. Upon removal, the indicator wire loop was deployed and visible. One non-sterile exoseal vascular closure device (6f), involved in the reported complaint, was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in the manufacturing position, and the indicator wire was found not deployed. No csi was returned for this evaluation. The indicator window was observed in the black/white position. During this visual analysis, a portion of the delivery shaft was noted to be kinked, located 6 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The result obtained was within specification. A deployment simulation evaluation was performed, including the deployment of the indicator wire. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in expected retraction of the indicator wire and proper deployment of the plug. The indicator window subsequently reached the black/white and red position as expected. A high-magnification evaluation was conducted to examine the internal mechanism of the device. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since functional analysis achieved full lever depression with successful deployment and window transition. The cause of the reported issue could not be determined, however, operational problems may have been the cause. It was reported that the user had their thumb on the deployment lever during retraction. In addition, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. It should be noted that in order for the indicator wire to deploy and subsequently, anchor to the vessel wall to change the indicator window, the guard must be locked. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color when the guide wire ring is in place. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician was certified in its use. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was used. Angiography confirmed the suitability of the femoral artery and the insertion angle of 30¿45 degrees; the vessel diameter was verified to be =5 mm. No calcium or plaque was observed at the puncture site, and there was no vessel tortuosity. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. During retraction, the physician¿s thumb was placed on the plug deployment button. Upon removal, the indicator wire loop was deployed and visible. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color when the guide wire ring is in place. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.